Manufacturer narrative:
Date rec'd by MFR: 15may2019. MFR site: correction. Device returned to manufacturer: a touch screen assembly was returned for analysis. An investigation was performed and the root cause was isolated to a component out of specification ( the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of spec). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen could not be calibrated. The fse replaced the touchscreen and the issue was resolved. The touchscreen was calibrated and the unit passed required testing.

Event description:
It was reported that the touchscreen on the unit was not working properly despite attempts to calibrate the touchscreen. There was no patient involvement. The event date was not specified; estimate used.